Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was activating the harmonic ace on the minimum setting (3) across the gastro-epiploic arteries, then, the surgeon said that there was a bleed and he doesn't think the new generator is as hemostatic as the old generator. The patient is currently in ICU with the hematoma (tba more info). The surgeon stopped using the new generator and used the old generator that they have to complete the case.

Event description:
Additional information received from the hospital: the generator will not be returned, as the generator seems to be working again now.

Manufacturer narrative:
(B)(4). Information asked for, but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: (B)(6) 2011 the patient is currently in ICU with the hematoma . Additional info: two weeks ago - two product specialists did the testing (via biomedical engineering department in the hospital) and the machine [generator] was working fine. It was tested with a circuit analyzer machine. No generator error came up. It was used in other cases prior this incident. One of the product specialist went to meet the surgeon today and tested the machine as well - all working fine now . (B)(6) 2011 the surgeon provided some more info about the patient. The patient had a hematoma and spent 1 day in (B)(4) possibly due to the patient having some pizza within 2 weeks of the surgery. The surgeon performed a laparoscopy to remove the blood. The surgeon put the patent on total parenteral nutrition (tpn and the surgeon expects the patient to stay on the ward for approx 3 months.)

Manufacturer narrative:
(B)(4).